Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided charging cable, wall adapter and charging pad, resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer was able to successfully charge the pump with an alternate charging cable, wall adapter and charging pad.